Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 failed. A field service engineer (fse) troubleshooted the device, checked the firmware updates and replaced the bus controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed, and the device was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 3.1 and 3.2 were not detected on the communication bus, which located on ps2a. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy, cable, shielded sensor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Section b describe event. Correction: problem section d medical device model, unique device identifier (UDI), section g reporting office contact and manufacturing location and report source. The reported issue "failed drawer 3.1 & 3.2 / device not detected on bus" was confirmed during the fse testing and subsequently validated in the dchu testing process. According to work order wo: 01910407, the fse reported a trouble shooting, firmware updates and replaced bus controller # 151630-01 on drawer 3. During dchu visual inspection: pcba pmc board with part number 151630-01: showed no signs of physical damage, loose components, fluid ingress or missing components. Assy, cable, shielded sensor with part number 126458-02: showed signs of thermal damage. During dchu testing: pcba pmc board with part number 151630-01: using a digital multimeter the resistance effuses was tested. The test result was within the acceptable range; this is considered as a functional fuse. It proceeded to test the "pcba pmc vl.06/v0.09bl hh" on the hta. It passed the hta test successfully. Assy, cable, shielded sensor with part number 126458-02: due to thermal damage on the "assy, cable, shielded, temperature", no further testing was necessary the device was in use for treatment purposes as intended per 21 cfr 820.198 (d).